Manufacturer narrative:
The reported event of premature discharge of battery and failure to interrogate were confirmed. The device was unable to establish telemetry upon receipt. Analysis after device was cut open revealed device battery voltage was at eol. A longevity calculation was performed and found the battery depletion was premature. High current drain was noted on hybrid and it is consistent with an integrated circuit anomaly.

Event description:
Additional information received indicated the icm was not replaced.

Event description:
It was reported that the insertable cardiac monitor (icm) is exhibiting excessive battery depletion. The device remains implanted. The patient was in stable condition with no adverse health consequences.

Event description:
Additional information indicated the patient presented in clinic and the icm had no bluetooth (ble) telemetry. The icm was explanted. The patient was stable throughout the procedure.